Event description:
It was reported that bd as lvp 20d 2ss cv slow infusion. 3 of 3. The following information was provided by the initial reporter: it was reported by the customer that 3 incidents of secondary infusions having volume left in the container at the completion of the infusion

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.